Event description:
It has been reported that the device is failing self tests by not recognizing pads.

Manufacturer narrative:
The split case (B)(4) will be closed as a duplicate of pr ID (B)(4) . All relevant information, including the issue's cause and resolution, will be thoroughly covered within the original case (B)(4) .